Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pressure. The cause of peritonitis was unknown. On the same day, the pt was hospitalized for the event. On an unreported date while hospitalized, the pt discontinued pd therapy and began hemodialysis. On an unreported date, the pt was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Two days later, the pt was discharged from the hospital. On an unreported date, the pt recovered from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. (B)(4).